Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a maxillofacial surgery, the device had a lack of tensile strength, the knot became loose. The product was replaced to resolve the issue. There was no patient injury.